Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c-ring and scope wash tube assembly was returned detached from the wire support. During visual inspection using microscopy, the wire was observed to have no evidence of damage and no evidence of residual adhesive. Based on the evaluation results, the reported complaint was confirmed for the reported failure "c-ring fell apart" and for the as-found failure "c-ring/scope wash tubing detachment and dislocation from the wire support". A review of the manufacturing process instructions identifies a step in the process where a bead of adhesive is applied to the c-ring/wire support joint. The visual reference identified in the procedure shows visible adhesive on the inserted wire when compared to another complaint unit wire end. The evidence supports the root cause of "insufficient bond at c-ring/wire joint" that is potentially attributable to a manufacturing defect. This evaluation is in progress; when more information becomes available a supplemental will be forwarded. This failure mode is being investigated in the maquet fir system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the cannula fell apart on the vasoview 6 pro as they were advancing the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.